Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d9, h3, h6. Based on historical data, possible causes include stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited missing piece on lever and glue joints. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.